Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) code, indicative of premature battery depletion. Review of the device history also noted the patient had received an inappropriate shock due to oversensing approximately two months prior. Surgical intervention was performed, and the s-ICD was explanted and replaced. No additional adverse patient effects were reported. This event is a duplicate to 18369647, analysis results will be available in emdr report reference in the related report number section.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) code, indicative of premature battery depletion. Review of the device history also noted the patient had received an inappropriate due to oversensing approximately two months prior. The s-ICD remains in service and no adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) code, indicative of premature battery depletion. Review of the device history also noted the patient had received an inappropriate shock due to oversensing approximately two months prior. Surgical intervention was performed, and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.